Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into multiple power sources, the pump would not recognize the power source. There was no reported impact to the customer's blood glucose level. A follow up with the customer on (B)(6) 2016 indicated that the pump was able to charge normally.